Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not aspirate or pipette into position 1, rows a, b, and c and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.